Manufacturer narrative:
(B)(4).

Event description:
The analysis of the returned device has been completed. The event was confirmed; there was difficulty deploying the stent graft. The root cause of the event could not be conclusively determined. It was noted that the proximal side of the stent graft compressed as the graft cover was retracted; this is likely due to the lower packing density of the proximal side of the stent graft versus the distal side.

Event description:
An endurant stent graft system was selected for use in a patient endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was requested. It was reported that when the physician tried to release the stent graft, the graft cover was moving 2-3 cm, but the stent graft did not start to release/expand. The physician then stopped the procedure and used another system another device without issue. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Conclusion: unknown cause of event.